Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination productdevice evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was further reported that the lesion treated in the index procedure was a de novo lesion which had a vessel diameter of 2.60 mm, length of 20.0 mm, and was treated with pre-dilatation, deployment of a 2.50 x 24 mm taxus express 2 stent not a 3.50x16mm stent as previously stated. A non bsc stent was implanted in the prox lad. Post-dilatation was not performed. Timi-3 flow was maintained throughout the pre-index procedure. The patient was discharged 2 days later on bayaspirin and panaldine. A 1074 days post-index procedure, restenosis without ischemic symptoms was confirmed in the proximal left anterior descending artery. The patient was discharged 2 days later.

Event description:
It was further reported that the lesion located in the proximal left anterior descending artery at the time of the re-intervention was 3.50mm in diameter, 90% stenosed and 12.0mm long. A non bsc stent of unknown size was implanted in the lesion. Post procedure the stenosis was 0%. The patient had no any anginal symptoms when 3-years follow-up was performed on (B)(6) 2010.

Manufacturer narrative:
Describe event or problem stent size corrected from 3.50x16mm to 2.50x24mm. Upn, catalog/model# and device lot number corrected information. Date of birth, patient sex, describe event or problem and other relevant history updated information. (B)(4).

Event description:
(B)(4) clinical studyit was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis.the lesion being treated was located in the mid left anterior descending artery (lad). The physician implanted a 3.50x16mm (B)(4) study stent. Following the index procedure restenosis was discovered in the proximal (lad). The physician performed a revascularization.